Event description:
Caller reported a pixel issue on the pump display, which affected the customer's ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced. The customer continued to use the current pump as backup therapy to ensure uninterrupted insulin delivery.